Manufacturer narrative:
The investigation is in progress. Samples have been returned, but have not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that valved cannulas leaked during a procedure, which was completed with no harm to the patient. This is the second of three reports for this facility.

Manufacturer narrative:
One trocar cannula and hub assembly and three handles were received for evaluation. During the visual inspection the trocar cannula and hub assembly was found to be conforming. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause as to why the valved cannula appeared to be leaking is unknown. The root cause was not confirmed as the sample was manufactured to specification. (B)(4).

Manufacturer narrative:
The correct manufacturing report number is 16440019-2013-00159. It was previously submitted as 1119421-2013-01204. Report was mailed to the FDA on 01/12/2016.